Event description:
It was reported that the customer was hospitalized for high blood glucose levels and severe dka. The customer was diagnosed with pancreatitis and uti and was treated with insulin infusion for the dka and high blood glucose level. A total of 3 days the customer was hospitalized.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.